Event description:
A healthcare professional reported that after some fluid was aspirated from the eye, air suddenly stopped flowing through the infusion line during fluid air exchange (fax) step of vitrectomy surgery. The pressure increased by 120 but issue was not resolved. The surgery was completed by replacing the cassette. There was no report of patient impact.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information provided in b.3. And b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received that there was no patient impact.